Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st(device #3). Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: patient underwent an incisional hernia repair. A ventralight st (device #1) was implanted in patient during this repair. On (B)(6) 2016: the patient underwent a recurrent incision hernia repair. Upon entering the patient's abdomen, the surgeon noted that the hernia had recurred along the edge of the mesh, and that omentum had adhered to the mesh and required to be cleared with scissors, sharps and cautery dissection. Two (2) additional "unspeciifed" bard/davol ventralight st (device #2 and device #3) were used to address the defect. Since the second hernia procedure, she has continued to experience pain in her lower abdomen and has continued to seek treatment for pain and internal issues from the surgeon and other providers. Ventralight st (device #1, device #2 and device #3) implanted in patient failed to reasonably perform as intended. The ventralight st (device #1) caused serious injury and had to be surgically removed invasive surgery, necessitating additional invasive surgery to repair the hernia that the ventralight st (device #1)was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralight st (device #1, device #2 and device #3).